Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the sample back for investigation but we didn't receive it yet.

Manufacturer narrative:
The device in question was investigated in the laboratory of maquet. During visual control no damage was observed. Afterwards a tightness test has been performed but no leakage was found. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
"According to the customer: on (B)(6) 2015, the customer connected the bc to the circuit and started pumping with roller pump. Then, noted that fluid did not advance after passing the bc. Once stopped pumping, adjusted occlusion and restarted filling. When increased pumping rate. Leakage was noted from both inlet and outlet ports. (Pumping rate: 400-500ml/min) although the customer stopped pumping and checked connection between the prots and circuit, the same incident occurred. The product was replaced to continue procedure without any further issues." (B)(4).